Manufacturer narrative:
The device will not be returned for evaluation as the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed to report the patient death. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3+ functional mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1+. On (B)(6) 2020 the patient expired from heart failure. There was no additional information provided.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3+ functional mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1+. On (B)(6) 2020 the patient expired from heart failure. Subsequent to the previously filed report, additional information was received that in the opinion of the physician, the heart failure and patient death are not related to the mitraclip. The mitraclip was stable on both leaflets. There was no chordal/leaflet damage. On (B)(6) 2020 the patient had an outpatient visit for lower limb edema and was re-admitted to the hospital on (B)(6) 2020 for exacerbation of heart failure. The patient was treated with medication and mechanical ventilation. The patient expired on (B)(6) 2020. An autopsy was not performed. These events are not related to the mitraclip device and procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported unrelated death appears to be related to patient conditions and death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. H6 patient codes 1802 and 2206 were removed and replaced with 2199.